Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The core bearing surfaces exhibited features of deformation suggestive of sub-optimal loading and sub-optimal contact with the non-bearing surfaces of the endplates. Post-operative imaging shows the inferior endplate's keel feature was not completely inserted into the vertebrae, suggesting there was insufficient keel cut preparation. The surgical technique guide provides step by step guidance in preparing the keel feature for implant placement. Insufficient keel preparation may affect initial stability of the implant. The exact cause of the migration could not be discerned based on the available information.

Event description:
Images were provided indicating migration of the secure-c inferior endplate, showing that the inferior endplate moved posterior. Revision surgery took place (B)(6)2018.